Manufacturer narrative:
The insulin pump was received unable to vibrate due to broken vibrator black wire. However, the insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump vibrate feature does not work. The customer's blood glucose reading was 90 mg/dl at the time of incident. Troubleshooting found that the vibrate feature does not work during the pump self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.